Event description:
It was reported from (B)(6) that the motor device generated heat and produced abnormal noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's facility address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device generated heat and produced abnormal noise was not confirmed. Therefore, an assignable root cause for the reported conditions of heat and unexpected noise was not determined. However, during evaluation, it was determined that the device had hose damage(excluding rupture) and leaked liquid. It was further determined that the device failed pretest for visual assessment, hose verification, muffler tube verification and oil leak assessment. It was noted that hose scratches, swivel oil leak, no red line and no reproduction was observed. The assignable root cause was determined to be due to component failure from wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 1/25/2022 to 1/28/2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: during evaluation, it was further determined that the device labeling was damaged. Component codes g07001 and g04080 were added. Correction: device availability: the device availability date was incorrect in the previous report. The date has been updated from 1/28/2022 to 1/25/2022.